Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted no anomalies. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during pocket closure at time of initial implant of this implantable cardioverter defibrillator (ICD), extra spikes were seen on the right ventricular (rv) electrogram (egm) that were not related to the heart rhythm. The physician massaged over the ICD and more spikes were observed. Subsequently, the pocket was reopened, and the ICD was explanted, and blood was noticed in the device header. As such, the decision was made to replace the ICD due to possible damage on the seal plug or sealing rings. Another ICD was successfully implanted. Besides the additional intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that during pocket closure at time of initial implant of this implantable cardioverter defibrillator (ICD), extra spikes were seen on the right ventricular (rv) electrogram (egm) that were not related to the heart rhythm. The physician massaged over the ICD and more spikes were observed. Subsequently, the pocket was reopened, and the ICD was explanted, and blood was noticed in the device header. As such, the decision was made to replace the ICD due to possible damage on the seal plug or sealing rings. Another ICD was successfully implanted. Besides the additional intervention, no other adverse patient effects were reported. The explanted device will be returned for analysis.

Event description:
It was reported that during pocket closure at time of initial implant of this implantable cardioverter defibrillator (ICD), extra spikes were seen on the right ventricular (rv) electrogram (egm) that were not related to the heart rhythm. The physician massaged over the ICD and more spikes were observed. Subsequently, the pocket was reopened, and the ICD was explanted, and blood was noticed in the device header. As such, the decision was made to replace the ICD due to possible damage on the seal plug or sealing rings. Another ICD was successfully implanted. Besides the additional intervention, no other adverse patient effects were reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.